Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred during dwell three on the homechoice. The home patient was connected at the time of the event. Upon troubleshooting, it was noted that a loose connection was observed between the supply bag and the cassette line. The technical service representative advised the patient to complete therapy with manual supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.